Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. No issues or damages identified with the hypotube shaft. A microscopic examination of the balloon identified a pinhole, 3mm distal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was noted 3mm distal from the proximal markerband when attempting to inflate. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 70 to 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 15-18atm in the calcified position within 15 to 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 70 to 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 15-18atm in the calcified position within 15 to 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.